Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was positioned too low resulting in severe paravalvular leak (pvl). A second valve was implanted in a higher position but dislodged and was snared into the ascending aorta where it was left implanted. The physician determined no further action was required. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.